Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. Device was fully functional during the investigation. 5 cutters were returned with the device. The cutters were found to be damaged which could impact the device performance and lead to the reported event. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the device was dragging the skin. Reported no injury to the patient. No adverse events were reported as a result of this malfunction.